Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. (B)(4).

Event description:
It was reported that this pacemaker was part of a system revision due to infection and erosion with sepsis. Additional information received indicates that the explanted pacemaker was used as an external temporary pacing device. There were no additional adverse patient effects reported. This pacemaker is now out of service.